Event description:
At 6:45 am found resident in bed lying sideways with head turned to side and lodged in bedrail. Attempted to dislodge head unsuccessfully. Tried to get resident to pull head back out. He couldn't. Resident stated "it hurts." Small amount of blood noted on right ear. 11/7 supervisor called. She came and again attempted to dislodge his head by soaping up sides of head, unsuccessful. Maintenance man called and arrived by 7:05 am. Again they attempted to dislodge his head with no success. Finally they had to cut the bottom part of the rail with a saw and freed resident. Resident sustained small lesion on right bottom earlobe and a small bruise on top left earlobe. Small lesion bottom left earlobe.